Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Critical ram parity error occurred in address 14 6f on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the patient complained of not feeling well. The patient went to the clinic and device interrogation showed power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).